Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. A sample evaluation was performed, including functional testing, electrical safety testing, simulated-use testing and a visual inspection. The sample analysis revealed no issues that could have caused or contributed to the problem. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced an unspecified event with a homechoice device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.